Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient passed out due to an apparent ventricular arrest. When the device was interrogated, there were two episodes that appeared to show vf. The device and lead were replaced. After the replacement it was noticed that the lead insulation was filled with blood, and a cut that went down to the conductors was found. It is believed that there was no vf and that the patient symptoms were due to oversensing of noise. It was also noted that the patient had an artificial valve which could have potentially caused the cut in the insulation. The patient was in good condition after the surgery.

Manufacturer narrative:
External insulation abrasion was noted at 51.1 to 51.4 cm from the connector pin consistent with lead friction to another device or feature of the heart, which most likely caused the observation from the field of the oversensing noise and insulation damage. Other damages found were sustained during the surgical procedure.